Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4) and protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
It was reported that the device's tubing was unable to be irrigated as the "flush tunnel has formed an "aneurysm", expanding to block tubing". They also reported that there was hole in the tubing.